Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this process.